Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to the q13 and q17 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.